Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in overall good condition. The event history log confirmed the reported event. Functional testing could not replicate the issue. The root cause was undetermined; however, it was suggested that the issue may have been a result of user error. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for upstream occlusion. There was unknown patient involvement and unknown patient harm.